Manufacturer narrative:
The originally reported syringe-manifold connection issue reportedly occurred during a pci procedure. Additional updates made to: e1, h6.

Manufacturer narrative:
It was reported that on (B)(6) 2025, "an angiographic syringe was connected to the manifold in the namic custom kit. The syringe came off by itself, occurred after connected securely between the manifold and the syringe during in use." Facility reports no patient involvement or injury. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, "an angiographic syringe was connected to the manifold in the namic custom kit. The syringe came off by itself, occurred after connected securely between the manifold and the syringe during in use." Facility reports no patient involvement or injury.